Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-04988. It was reported that post a coronary stenting treatment procedure, a fistula was identified and pt death occurred. The pt presented with an st elevated myocardial infarction (mi). The lesion being treated was located in the occluded left anterior descending (lad). A forte wire was traversed across the lesion. Multiple balloon inflations were performed with 2.5 x 12 mm and 3.0 x 12 mm non-bsc balloons. The physician deployed a 3.50 x 16 mm liberte stent. After "inflation", angiography revealed a fistula at the terminal lad into the left ventricle. The pt was transferred to a facility with a cardiothoracic program. The pt died about 2 hours after the transfer. Cause of death is unk.